Manufacturer narrative:
From the case notes, it is not clear if customer is male or female. The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the mobile system within 2 minutes: 23.8 mmol/l, 8.5 mmol/l and 22.4 mmol/l. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.